Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. Functional tests were performed and passed. The receiver case was opened, and an internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. Confirmation of the allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported